Event description:
The patient presented to the brest diagnostic center (bdc) on (B)(6) 2026 with concern regarding the hydromark breast biopsy site marker she received (B)(6) 2025. On (B)(6) 2025, the patient spoke with a bdc nurse to report a reaction of pain, redness and bruising and was referred to see her primary care provider (pcp) who prescribed steroid cream, which the patient tried for five days with some improvements. On (B)(6) 2025, the patient contacted the bdc nurse due to continuing pain, bruising and rash expressing concern about a potential reaction to the material content of the hydromark clip. The bdc nurse contacted the radiologist who recommended a diagnostic workup. The patient was assessed by an allergist and dermatologist and was told having a reaction to the clip is very rare. The patient then completed a diagnostic work-up with the radiologist on (B)(6) 2025 who recommended the patient see a surgeon about removing the clip due to having a reaction to the clip materials. The patient had the clip surgically removed on (B)(6) 2025, which required a complete breast surgery, which was still not healed by (B)(6) 2026.